Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she received a no delivery alarm during basal delivery, occuring the prior few nights, and would change out the entire set, but it would not resolve the alarm. The blood glucose went up to 430 mg/dl.